Manufacturer narrative:
On 28 september 2016 the r&d project manager provided a visual inspection of the retrieved item, reporting as follows: the hexagonal tip of the driver broke neatly and detached from the shaft. As discussed in the preliminary investigation and mentioned in the event description, this instrument was misused to "force the connector in place", while it is designed to temporarily screw a setscrew on the connector itself. Whit this instrument broken, the surgeon can complete the surgery with other references included in the standard set.

Manufacturer narrative:
Additional information received from the initial reporter on 29 august 2016 and includes: the surgeon used the must connectors (tulip style) for the first time and had difficulties maneuvering them into place. Since the specific instrument was not available to him, he decided to use the short set screwdriver attached to an innie to force the connector into place. During this process the tip of the screwdriver broke. All pieces were recovered and the operation was completed with the long temporary set screwdriver. Minimal delay, no harm to patient. On 29 august 2016 the (B)(4) project manager provided a preliminary investigation, reporting as follows: a dedicated tool to"grab" the connector exists in the medacta range of products. Its availability is "on-demand" because the connector can be handled manually. According to the information provided to describe the event, rather than handle the manual connector, the surgeon used the temporary set screw driver-short to grab and force the implant in place, potentially applying pressure or lever forces for which the instrument is not indicated. Thus this is an improper use. In the absence of the dedicated tool, the surgeon could have used a clamp-tool for such a maneuver. Batch review performed on 22 september 2016. Lot 1314253: (B)(4) items manufactured and released on 20 november 2013. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot . Not yet received.

Event description:
During surgery, the tip of the temporary set screwdriver short broke.